Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 3331 - analysis of production records.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt261412/20941114), implanted into a reportedly 2cm proximal aortic neck. Final intra-operative imaging identified evidence of a proximal type I endoleak. However, as it was reported there was insufficient room to extend proximally, no additional devices were implanted to treat the endoleak, and the procedure was concluded. The patient was reported to have tolerated the procedure. The physician will continue to monitor the patient.

Manufacturer narrative:
H6: conclusion code ¿ 22 - remains unchanged. Upon receipt of additional information this event has been determined to be non-reportable, as the endoleak did not require post-procedure intervention. Therefore, MFR. Report # 3007284313-2020-00017, is being retracted.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
It was reported that on an unknown date, a patient was treated for an abdominal aortic aneurysm with the implant of a gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient was reported to have a 2cm aortic neck. On a 3 month follow up, a type ia endoleak was observed. A gore® excluder® aaa endoprosthesis was implanted on (B)(6) 2020 to treat the endoleak, but the endoleak persisted. The patient will be referred to another center for further treatment.